Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2021 with blood glucose level was over 500 mg/dl. The customer blood glucose level was over 500 mg/dl at time of incident and the current blood glucose level was 465 mg/dl. The customer was declined troubleshooting. The customer was basically delivers insulin to himself using manual bolus but no other settings programmed to it. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.